Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, high pacing impedance and under fluoroscopy a fracture on the atrial (ra) lead. On (B)(6) 2023, the physician elected to cap and replace the ra lead. The patient was in stable condition.